Event description:
It was reported that the right ventricular lead dislodged within one week post-implant. The lead could not be repositioned since the helix was stuck. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The outer tubing overlay had blood/body fluid and a breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.